Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11339. The pt received 3 leads, and two have the same lot number. It was reported the pt had a recent incident where his body tightened, he blacked out, and he fell. The pt reported he fractured his lumbar back and some ribs during the incident. It was reported someone caught the pt's fall, so he did not fall to the ground. The pt reported he had been in a rehab facility recovering. Follow up identified the pt had never experienced unusual changes to his stimulation before or after the incident. It was reported the pt had testing to determine if he had a seizure; he reported the incident was not a seizure. Attempts to follow up with the pt were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.